Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the device had broken connectors and was not working the way it should. Patient will be meeting with their hcp and a manufacturer's representative on (B)(6). No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead in her spine was replaced. Patient reported her whole implant in spine was replaced on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause was not determined and that the device would be replaced.

Manufacturer narrative:
Product ID 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that cause was unknown. It was reported that a replacement surgery to occur on (B)(6) 2018. Additional information was received from the patient. The patient clarified that the broken connectors were the contact points in her spine.